Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was fired but then it seemed to lock up but was able to remove it from the tissue. There were no patient consequences. Another load was used to complete the case.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged, damaged cartridge the analysis found that the ple60a device was received in good visual condition. An ecr60d cartridge reload was received fully fired and with the cartridge pan detached from the cartridge. Furthermore, the cartridge body was noted to be damaged. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the cartridge body was damaged or the cartridge pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.